Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international manufacturer's service technician reported a review of the device history log indicated a vent inop occurrence due to a data acquisition pcb adc reference failure. There was no patient involvement.